Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced oozing from the right femoral artery. Heparin held from purge fluid until bleeding can be controlled. Manual pressure was applied with a gauze dressing applied maintaining angle of entry. The patient was bleeding overnight from the access site, angle matched with continued bleeding. The patient received 10 cryo, 11 packed red blood cells, 4 platelets and 7 fresh frozen plasma. Femstop added this am and bleeding is now under control. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.